Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the device had possibly been the source of implant issues; the device passed all functional and system tests. Analysis did note, however, that the patient connector on the device had disturbed pins, but did not affect the electrical performance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a right atrial (ra) lead and a right ventricular (rv) lead, the analyzer displayed two different waveforms while attached to the ra lead. One waveform displayed what appeared to be an atrial fibrillation electrogram, while the patient was clearly in sinus rhythm, with poor analyzer measurements. A second atrial waveform displayed appeared to be a surface lead of normal sinus rhythm, also with poor atrial lead measurements. The issue persisted after changing both the pacer cable twice and the adapter that plugs into the analyzer. There was some concern about nearby construction in the operating room that could have been causing electrical interference with sensitive electrical measurements. The analyzer has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.